Event description:
It was reported that multiple intermittent occlusion alarms occurred, which could not be verified by customer technical support in the pump history. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and continued insulin therapy.